Event description:
After deployment of filter, physician noted limbs didn't expand. He did a venocavagram and noted half the filter was outside the cava in the netroperitoneum. Another filter was placed and a venocavagram showed no extravasation. Patient had hematoma, but was released.